Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain / side pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not undergone". The patient's past medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And gravida. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), hypersensitivity ("hypersensitivity") with rash and hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), depression ("depression"), weight increased ("weight gain / loss-weight gain"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and took longer to retrieve"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, nausea, depression, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal and hormone level abnormal outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, abnormal bleeding, urinary problems, uterine prolapse diagnosed on (B)(6) 2017. Events dyspareunia reduced and events pelvic pain and joint pain stopped shortly after removal. Current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine: on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain / side pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not undergone". The patient's past medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And pregnancy. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), hypersensitivity ("hypersensitivity") with rash and hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), depression ("depression"), weight increased ("weight gain / loss-weight gain"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, nausea, depression, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal and hormone level abnormal outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, abnormal bleeding, urinary problems, uterine prolapse diagnosed on (B)(6) 2017. Events dyspareunia reduced and events pelvic pain and joint pain stopped shortly after removal. Current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine - on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event hormonal changes added. Lab data updated.historical drugs & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain / side pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And gravida. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), hypersensitivity ("hypersensitivity") with rash and hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), weight increased ("weight gain / loss-weight gain"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, headache, nausea, weight increased, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal, hormone level abnormal, anxiety and depression outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs. Discrepant information: according to pfs she did not undergo essure confirmation test, however a hsg was performed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine - on (B)(6) 2017: positive. (B)(6) 2016: hysterosalpingogram:result: total bilateral occlusion (client was told the implant was block all no need of birth control that she will not get pregnant.) History of abnormal pap smears, all normal since leep 10 years ago. (B)(6) 2017- positive marshall test. (B)(6) 2017 - pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy ¿ benign secretory endometrium. Cervix without pathological alterations. Bilateral fallopian tubes with essure metallic coils and without significant pathologic alterations. Negative for malignancy. Gross: the proximal portion of both fallopian tubes have a metallic coil within the lumen. Had a lavh and monarc sling on (B)(6) 2017. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: new pfs received- added new event mental anguish and onset date for depression. Incident at the time :of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain / side pain') in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And gravida. (B)(6) 2016:hysterosalpingogram:result: total bilateral occlusion (client was told the implant was block all no need of birth control that she will not get pregnant.) History of abnormal pap smears, all normal since leep 10 years ago. (B)(6) 2017- positive marshall test. (B)(6) 2017 - pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy ¿ benign secretory endometrium. Cervix without pathological alterations. Bilateral fallopian tubes with essure metallic coils and without significant pathologic alterations. Negative for malignancy. Gross: the proximal portion of both fallopian tubes have a metallic coil within the lumen. Had a lavh and monarc sling on (B)(6) 2017. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), norethisterone (micronor), ranitidine and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and hypersensitivity ("hypersensitivity") with rash and was found to have hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve") and was found to have weight increased ("weight gain / loss-weight gain"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and arthralgia had resolved, the genital haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, headache, nausea, weight increased, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal, hormone level abnormal, anxiety and depression outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs plaintiff received treatment for pain, bleeding. Discrepant information: according to pfs she did not undergo essure confirmation test, however a hsg was performed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine - on (B)(6) 2017: results: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain / side pain') in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And gravida. (B)(6) 2016:hysterosalpingogram:result: total bilateral occlusion (client was told the implant was block all no need of birth control that she will not get pregnant.) History of abnormal pap smears, all normal since leep 10 years ago. (B)(6) 2017- positive marshall test. (B)(6) 2017 - pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy ¿ benign secretory endometrium. Cervix without pathological alterations. Bilateral fallopian tubes with essure metallic coils and without significant pathologic alterations. Negative for malignancy. Gross: the proximal portion of both fallopian tubes have a metallic coil within the lumen. Had a lavh and monarc sling on (B)(6) 2017. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), norethisterone (micronor), ranitidine and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and hypersensitivity ("hypersensitivity") with rash and was found to have hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve") and was found to have weight increased ("weight gain / loss-weight gain"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and arthralgia had resolved, the genital haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, headache, nausea, weight increased, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal, hormone level abnormal, anxiety and depression outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs. Plaintiff received treatment for pain, bleeding. Discrepant information: according to pfs she did not undergo essure confirmation test, however a hsg was performed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine - on (B)(6) 2017: results: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated to recovered/resolved for the events vaginal hemorrhage & menorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain / side pain') in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), gravida, vaginal laceration (normal vaginal delivery laceration repair: second degree.), cold sores (cold sores; no hx genital herpes.) And gravida. (B)(6) 2016: hysterosalpingogram:result: total bilateral occlusion (client was told the implant was block all no need of birth control that she will not get pregnant.) History of abnormal pap smears, all normal since leep 10 years ago. (B)(6) 2017- positive marshall test. (B)(6) 2017 - pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy ¿ benign secretory endometrium. Cervix without pathological alterations. Bilateral fallopian tubes with essure metallic coils and without significant pathologic alterations. Negative for malignancy. Gross: the proximal portion of both fallopian tubes have a metallic coil within the lumen. Had a lavh and monarc sling on (B)(6) 2017. Previously administered products included for an unreported indication: mirena from 2010 to 2013, depo-provera and birth control pills. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), norethisterone (micronor), ranitidine and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and hypersensitivity ("hypersensitivity") with rash and was found to have hormone level abnormal ("hormonal changes: describe"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve") and was found to have weight increased ("weight gain / loss-weight gain"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and arthralgia had resolved, the genital haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, headache, nausea, weight increased, uterine prolapse, hypersensitivity, abdominal pain, complication of device removal, hormone level abnormal, anxiety and depression outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs plaintiff received treatment for pain, bleeding. Discrepant information: according to pfs she did not undergo essure confirmation test, however a hsg was performed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine - on (B)(6) 2017: results: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated to recovered/resolved for the events vaginal hemorrhage & menorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain / side pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not undergone". The patient's past medical history included major depression (recurrent episode, severe, without mention of psychotic behavior.), ophthalmic migraine (recurrent episode, severe migraine with aura, without mention of intractable migraine with status migrainosus.), vaginal delivery, vaginal laceration (normal vaginal delivery laceration repair: second degree.) And herpes nos (cold sores; no hx genital herpes.). Previously administered products included for an unreported indication: depo-provera. Concomitant products included bupropion (wellbutrin) and sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and hypersensitivity ("hypersensitivity") with rash. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence ("bladder or urinary problems or changes-urinary stress incontinence") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes-bad mood"), headache ("headaches"), depression ("depression"), weight increased ("weight gain / loss-weight gain"), arthralgia ("constant joint pain"), abdominal pain ("abdominal pain (constant and severe)") and complication of device removal ("part of essure was located where it should and ttok longer to retrieve"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved, the menorrhagia, genital haemorrhage, vaginal haemorrhage, stress urinary incontinence, dysmenorrhoea, fatigue, mood altered, migraine, nausea, depression, uterine prolapse, hypersensitivity, abdominal pain and complication of device removal outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, arthralgia, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, abnormal bleeding, urinary problems, uterine prolapse diagnosed on (B)(6) 2017. Events dyspareunia reduced and events pelvic pain and joint pain stopped shortly after removal. Current weight: 155 lbs / approximate weight at time of essure placement: 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Culture urine on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary stress incontinence, pain, heavy periods. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received:events added from pfs:genital haemorrhage, vaginal haemorrhage, urinary tract disorder, dysmenorrhoea , dyspareunia, dyspareunia, fatigue, hormone level abnormal , mood altered, migraine, headache, nausea, depression, weight abnormal, uterine prolapse, arthralgia, complication of device removal, essure confirmation testing not undergone,hypersensitivity and abdominal pain added. Batch number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (diagnostic laparoscopy and bilateral laparoscopic salpingectomy with essure removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.